Manufacturer narrative:
Reference record (B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned or discarded; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient had an emergency surgery because of peritonitis and a lot of nutrition in his belly. On (B)(6) 2017 at 07:10am, the patient died. The causes of death were reported as peritonitis and lot of food in the belly. It was unknown if an autopsy was performed. No further information was provided.